Event description:
During a hysteroscopy, d&c, endometrial ablation, the novasure failed to complete the ablation. Another novasure device was opened and complete ablation was obtained. The device also would not close easily for removal from pt. Patty laux in surgery awaiting packaging material to return device. Have not received as of 8/22/07.